Manufacturer narrative:
(B)(4).

Event description:
It was reported non-sustained right ventricular oversensing episodes due to post-paced t-wave oversensing were observed. The patient was asymptomatic. A programming change to the programming setting was recommended. No further information is available.